Manufacturer narrative:
No additional information was provided for further investigation.the contaminated sample probe was assumed to be the root cause for this issue. Other device issues were not suspected as the calibration and qc were within specifications. No adverse event was reported.

Event description:
The user received a questionable total protein in urine/cerebrospinal fluid (csf) result for one patient csf sample. The initial result was 0.1 g/l and was reported to the doctor. The repeat result was 0.5 g/l and was reported. The patient was not adversely affected. The csf total protein reagent lot number and expiration date were not provided. The user found the sample probe was very contaminated and believed this to be the root cause of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in the (B)(6).